Event description:
It was reported that the trial neck could not be removed from the implanted stem prosthesis which resulted in a one hour delay of the procedure. The stem was removed and replaced.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. The provisional has a field age of around (B)(4). No surgical notes were provided. It is unk if the surgical technique was followed. It is possible the provisional may have been impacted onto the stem more aggressively than indicated in the surgical technique. This may have led to the mechanical forces applied with the extraction screw being less than the force required to separate the proximal provisional body from the stem taper. Given the info provided, a definitive cause cannot be determined with certainty. The stem contains scratching on the superior surface, likely from extraction. The provisional exhibits scratches, and the locking mechanism on the provisional is damaged, possibly from excess torque applied. The devices meet print spec where measured. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.